Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the lor syringe leaks. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. The potential cause of syringe leak could not be determined based upon the information provided and without a sample. The supplier was contacted as a result of an increase in complaints for syringe part kz-05501-002. The supplier was provided with allegedly defective samples from previous complaints. The defect could not be confirmed. However, as a corrective/preventative action the supplier agreed to increase the minimum od specification effective immediately. This change will affect product received by arrow beginning 05-may-2015.

Event description:
The customer alleges that the lor syringe leaks. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and no leaks were detected. A device history record (DHR) review was performed on the lor syringe with no relevant findings. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A DHR review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the lor syringe leaks. No patient injury reported.